Manufacturer narrative:
The explanted device was returned, and product investigation revealed that the ipg exhibited normal device characteristics and the allegation of inability to communicate between the ipg and remote was not confirmed. Additionally, a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
A report was received that following an MRI scan the patient was not able to establish communication between the remote and the ipg; and therefore, stimulation could not be turned back on. Patient then underwent a revision procedure to replace the implanted ipg, and is doing well post operatively. The explanted device was returned and the allegation of the inability to communicate between the ipg and remote after an MRI was not confirmed.

Event description:
A report was received that following an MRI scan the patient was not able to establish communication between the remote and the ipg; and therefore, stimulation could not be turned back on. Patient then underwent a revision procedure to replace the implanted ipg, and is doing well post operatively.